Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer was able to resume insulin therapy.